Manufacturer narrative:
The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).

Event description:
It was reported in a journal publication that eighty three patients underwent radiofrequency ablation for treatment of barrett¿s esophagus. Per the article, one patient reported pain, problems breathing, and a fever two days after a combined session of endoscopic resection and focal ablation. The patient was treated conservatively with antibiotics, oxygen, and no oral ingestion. No endoscopic intervention was performed and the patient was discharged from the hospital in good health after nine days. No further complications were reported.